Event description:
Covidien received information stating that during use on a patient an 840 ventilator was giving inaccurate oxygen readings. The customer did not provided information regarding the patient outcome. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the o2 sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).